Event description:
Right-side ultrasound indicated rupture.

Manufacturer narrative:
(B)(4). Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Right-side capsular contracture grade 4.